Event description:
It was reported that the stimulation quit on the patient the day prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v042098, implanted: 2007-(B)(6), product type: lead. Product ID: 748925, serial# (B)(4), implanted: 2003-(B)(6), product type: extension. Product ID: 3550-09, lot# lb5886, implanted: 2003-(B)(6), product type: accessory. (B)(4).